Manufacturer narrative:
The UDI for the devices is unavailable as the lot numbers were not provided.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 12. The tevar indication was aneurysm. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu454520) were implanted, within zones 3 and 4, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 52 mm, zone not identified. Additionally, a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and right and left common iliac arteries was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. No post operative complications were reported. The patient had a spinal drain placed, was transferred to the intensive care unit and discharged to home on post operative day (pod) 6. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 27, 391 and 608. On an unknown date, approximately pod 27, no follow up imaging was performed. On an unknown date, approximately pod 391, follow up imaging reported the aortic diameter within the treated aorta, evg measured 60 mm. Images also reported the ctag device within the false lumen near zone 5. The patient underwent endovascular and surgical additionally, it was reported that he patient underwent reintervention to treat the false lumen. The patient had a plug placed and a tgu343410 and a plc271000 were implanted in zone 5. The patient tolerated the procedure. On an unknown date, approximately pod 608, follow up imaging reported the aortic diameter within the treated aorta, evg measured 68 mm.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 12. The tevar indication was aneurysm. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu454520) were implanted, within zones 3 and 4, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 52mm, zone not identified. Additionally, a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and right and left common iliac arteries was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. No post operative complications were reported. The patient had a spinal drain placed, was transferred to the intensive care unit and discharged to home on post operative day (pod) 6. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 27, 391 and 608. On an unknown date, approximately pod 27, no follow up imaging was performed. On an unknown date, approximately pod 391, follow up imaging reported the aortic diameter within the treated aorta, evg measured 60mm. Images also reported the ctag device within the false lumen near zone 5. Additionally, it was reported that he patient underwent reintervention to treat the false lumen. The patient had a plug placed and a tgu343410 and a plc271000 were implanted in zone 5. The patient tolerated the procedure. On an unknown date, approximately pod 608, follow up imaging reported the aortic diameter within the treated aorta, evg measured 68mm.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - date of event amended event description additional device involved: tgu454520/unk lot/serial